Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using pod5 coils. During the procedure, the physician deployed a pod5 coil but then decided that it was too big and removed it. While removing the pod5 coil from the patient, the pod5 pusher assembly became kinked. The physician then decided to use a pod4 coil to continue the procedure. While advancing the pod4 coil through the px slim delivery microcatheter (px slim), the physician noticed that the previous pod5 coil had unintentionally detached into the basilar artery. The physician removed the pod4 coil and then used another manufacturer's snare device to remove the pod5 coil and px slim from the patient. There were no reported issues with the pod4 coil and the px slim. The procedure was successfully completed using another manufacturer's devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The lot number of the product in complaint was provided to the manufacturer. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.